Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer stated they changed to a new lot of magnesium calibrator and the quality control is now high out of range on the architect c8000. The instrument maintenance is up to date and the mixers look fine. The customer did not know when the sample prove or r1 probe had been installed. The abbott customer technical advocate recommended replacing the sample and r1 probes. Replacement calibrator will be sent to the customer. A f/u with the customer confirmed the replacement lot was received and the issue was resolved. No impact to pt mgmt was reported.